Event description:
It was reported that a user experienced elevated blood glucose after eating without making a meal announcement, with a peak of 221 mg/dl and approximately two hours above 180 mg/dl while using the ilet pump, and the agent advised that the automated correction algorithm was working to bring glucose back into range. Symptoms included hyperglycemia. Outcomes included no injury, no alerts or alarms, and ongoing monitoring at home. Investigation included user interview and product-use review. Investigation of this case revealed normal device performance with appropriate automated correction and user error related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error.